Manufacturer narrative:
The rate/sense portion of the lead was capped and a new rate/sense lead was implanted. The shock portion of the lead remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited an increase in pacing threshold measurements. Loss of capture was also noted. No adverse patient effects were reported.